Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). A sample evaluation was not performed due to unavailable sample. A batch review was not performed due to unknown lot number. However, based on the investigation, the cause was determined to be that the patient did not secure the connection between the disposable set and the solution bag. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
During troubleshooting for a restored power, which occurred on the homechoice (hc) during use, the patient stated they had a disconnection of the solution bag earlier within therapy. They were told by the baxter technical service representative (tsr) to contact their nurse regarding the disconnection during a follow-up with the hp regarding the reported problem, it was found that the hp did continue with therapy, however, the hp stated they used the same supplies. They stated everything resumed fine. They did discuss the reported problems with their nurse. They stated they have not had any further problems and therapy is continuing well. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.